Event description:
Customer reported that the insulin pump has a crack in the reservoir compartment and the reservoirs keep falling out causing her to have high blood glucose. Customer stated she had high blood glucose of 500 mg/dl; treating with manual injections. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, excessive no delivery, and displacement tests. However, the pump was unable to prime during prime test due to a faulty force sensor. The pump also had a scratched lcd window, cracked battery tube threads, a missing end cap sticker, and broken reservoir tube lip.